Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause cannot be determined conclusively.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts to obtain additional information have been made with no response to date (B)(4).

Event description:
A doctor of ophthalmology reported vacuum issues once the surgery had begun. There was no impact on the surgery. No patient harm was reported. Several attempts have been made to obtain additional information with no response to date.